Event description:
During regularly scheduled prevention maintenance (pm), the service representative discovered a note on the rollor pump stating "runaway pump". The pump had been used as the sucker pump in a heart-lung machine console. It was removed from service at the time of the event, but the manufacturer was not notified until the pm visit. No injury was associated with the event.